Event description:
The customer called to report that the insulin pump alarmed motor error and button error. The customer inserted a new battery and the insulin pump had a blank display. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had moisture damage on the motor. No damage noted on the keypad traces. Unable to test for any alarms due to the blank display.